Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the belt failed the therapy electrode recognition test. Upon evaluation, the trunk cable connector was cracked and there was an open pulse wire inside the trunk cable. The root cause of the damaged connector and open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that the patient's electrode belt had a damaged connector.